Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was extremely sick and close to death. The 15mm connector was disconnected from the tube. The patient was reported to have died, however at this time it is not confirmed if the death was associated with the event.